Manufacturer narrative:
The facility reports the employees pulling on the lift caused the patient to fall, the lift did not drop the patient. The caller relates the service sticker on the unit is worn and she did not recall when the unit was serviced last the rps350-1 hydraulic lift was manufactured by invacare rehabilitation equipment co. (Suzhou); however, they are no longer in business. The manufacture of these lifts has transitioned to invamex.. The lift has not been returned for inspection at the time of this filing. Should additional information become available, a supplemental record will be filed.

Event description:
The administrative coordinator at the facility called and reported the 11-year-old rps350-1 lift will not lower, even with the emergency release. The patient was in the lift, the employees tried to pull the lift down causing the patient to fall. The patient suffered a skin tear which required 11 staples in the l lower leg.